Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states a failure was detected at the hose connection; the hose is loose to the collection chamber. The sealing system was broken so the air entered the circuit.

Manufacturer narrative:
There has been no sample returned to the manufacturing facility, so a root cause investigation could not be completed. There were photos attached to the complaint which show the tube disconnected from the unit, however, the actual root cause could not be determined from the photos. Possible root cause may be that the patient¿s tube was not fully pushed down on the suction port. A test was completed using 30 assembled units to measure the force required to remove the patient tube when it is fully pushed down on the suction port. The results show that a force of over 30kg is actually required to pull the patient¿s tube where the minimum specification is 4.54kg. A quality alert was initiated to communicate this complaint to the manufacturing team and to ensure the patient tube is fully pushed down over the suction port. Previous similar complaints for this product have provided us with information and another probable root cause for this reported issue. The site has received information that the product in question is being shipped in quantities of one. Ship/shake transit testing for these products has been approved based on a quantity of 5 units per carton as is presented from the manufacturing site. Product damage will occur if this product is broken down into eaches. Therefore, the probable root cause of the reported condition is that the product was damaged during transit. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the lot. Based on the above, no further action is required at this time. The associated data will be fed into the risk management quarterly report.